Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted over three years later for reported normal battery depletion. The device was returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that the electrogram picked up four seconds of pacing inhibition for an unknown reason. Upon interrogation, the device appeared to have normal operation and all lead measurements were within normal limits. No adverse patient effects were reported.